Event description:
It was reported that the device was prematurely at elective replacement indicator (eri). The left ventricular lead exhibited chronic high thresholds and as such, the device had been programmed for high output due to physiological need. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal.